Event description:
It was reported that this right atrial (ra) lead exhibited increased threshold at the outpatient check. The thresholds for both leads have increased since implantation. An x-ray shows the ra and right ventricular (rv) leads stretched and pulled back. Subsequently, the leads were explanted and successfully replaced. There were no additional adverse patient effects reported. The leads will not be returned for evaluation.